Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested the subject device to be returned for evaluation. We will provide a follow up report upon the completion of our investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula for delivery of humidified respiratory gases. The cannula consists of a lightweight delivery tube connected to a 3-way connecter and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged.

Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found detached from the 3-way connector during use. It was reported that on 23rd of august at 21:40 a critically ill patient with multiple co-morbidities and on various medications was placed on opt944 optiflow + adult nasal cannula for treatment of low oxygen saturations. It was reported that staff left the room to document the care plan. Another member of staff entered the patient's room, the patient was found unresponsive and cyanotic with respiratory effort and the opt944 optiflow + adult nasal cannula tubing was found detached from the 3-way connector. Resuscitation attempts were made with bag mask ventilation and jaw thrust. It was reported that the patient deceased. The healthcare facility stated the medical cause of death was pneumonia, pulmonary emboli and acute kidney injury. A request has been made for the subject device to be returned for evaluation.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy. Nhf therapy is intended for use with spontaneously breathing patients and use of the airvo 2 humidifier unit is not intended for life support. It consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) new zealand for investigation. An investigation was carried out by f&p which was based on the information provided by the healthcare facility, our evaluation of the returned device, and our knowledge of the product. Results: visual inspection of the returned opt944 optiflow + adult nasal cannula revealed the tubing was detached from the 3-way connector. The tubing was found stretched near the 3-way connector, the manifold and the middle of the tubing. Measurements confirmed the dimensions of the swivel in the 3-way connector were within specification. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt944 optiflow + adult nasal cannula. Based on our knowledge of the product and our observation that the tubing was in use and was stretched, the damage is likely to have been caused by the tubing being subjected to excessive force during use. The healthcare facility stated the medical cause of death was pneumonia, pulmonary emboli and acute kidney injury. Fisher and paykel healthcare's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The device history record (DHR) for the lot was reviewed. No non conformances were noted on the DHR and it is confirmed the lot was manufactured according to specification and passed all the required control measures. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found detached from the 3-way connector during use. It was reported that on 23rd of august at 22:30 a critically ill patient with multiple co-morbidities and on various medications was placed on opt944 optiflow + adult nasal cannula for treatment of low oxygen saturations. It was reported that staff left the room to document the care plan. 10 to 15 minutes later another member of staff entered the patient's room, the patient was found unresponsive and cyanotic with respiratory effort and the opt944 optiflow + adult nasal cannula tubing was found detached from the 3-way connector. Resuscitation attempts were made with bag mask ventilation and jaw thrust. It was reported that the patient deceased. The healthcare facility stated the medical cause of death was pneumonia, pulmonary emboli and acute kidney injury.